Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and instructed the customer to replace the integrated multisensor technology (imt) sensor. The hsc also instructed the customer to repeat the level 3 qc. The cause of the discordant sodium result is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The na result was not reported to the physician(s). The sample was repeated on the same instrument and the repeated na result was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.